Event description:
Pt was seen on monday 1/12/98 for chronic cough. Other active problems included diminished urine output and difficulties with concentration, that had improved in last few days. She was thought to have sinus drainage and was advised to take sudafed. Urinalysis was done and urine culture was negative. On tuesday 1/13/98 pt's husband noticed some facial edema, and at 2 a.m. Slight difference in her breathing patterns. In the morning of 1/14/98 pt was found not breathing in her bed. Autopsy was not performed.